Event description:
Related manufacturer reference number: 2017865-2022-45306 and 2017865-2022-45307. It was reported that a patient presented to the clinic with noise on their right ventricular (rv) lead that was being oversensed and causing pacing inhibition. During a revision procedure on (B)(6)2022 to replace the lead, some damage was noted on the patient implantable cardioverter defibrillator (ICD) that also prompted a need for explant and replacement. While explanting the rv lead, it was noted that the patient's right atrial lead had dislodged and was explanted as well as a result. The rv lead was explanted and replaced without further consequences. The patient was stable throughout.

Manufacturer narrative:
The reported field event of device damage was confirmed by analysis. Exterior damage to the device was observed, and it appeared consistent with having occurred during the procedure. However, the damage was cosmetic and did not affect the device's functionality. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.